Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1994,(B)(6) 1997,(B)(6) 2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, headache and back pain outcome was unknown. The reporter considered back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 1994,(B)(6) 1997, (B)(6) 2001 and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received, event added :- depression/mental anguish. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 3 (B)(6)1994,(B)(6)1997,(B)(6)2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6)2009 to (B)(6)2010 for birth control as well as ibuprofen from (B)(6)2008 to (B)(6)2016, oxycodone from (B)(6)2008 to (B)(6)2016, paracetamol (acetaminophen) from (B)(6)2008 to (B)(6)2016 and triamcinolone since (B)(6)2018. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6)2009, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2018: plaintiff fact sheet was received. Events added from pfs- she did not undergo confirmation test. Concomitant drug, events onset date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic area pain') in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 3 (B)(6) 1994,(B)(6) 1997, (B)(6) 2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ibuprofen from (B)(6) 2008 to (B)(6) 2016, oxycodone from (B)(6) 2008 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2016 and triamcinolone acetonide (kenalog) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Patient received treatment for events ¿ pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of abnormal bleeding updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic area pain') in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 3 (((B)(6) 1994, (B)(6) 1997, (B)(6) 2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ibuprofen from (B)(6) 2008 to (B)(6) 2016, oxycodone from (B)(6) 2008 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2016 and triamcinolone acetonide (kenalog) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Patient received treatment for events ¿ pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of abnormal bleeding updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral tubal removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic area pain') in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 3 (((B)(6) 1994, (B)(6) 1997, (B)(6) 2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ibuprofen from (B)(6) 2008 to (B)(6) 2016, oxycodone from (B)(6) 2008 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2016 and triamcinolone acetonide (kenalog) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding ") and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Patient received treatment for events ¿ pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Lot number: 20210352 manufacture date: 2009-09 expiration date: 2012-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (((B)(6) 1994,(B)(6) 1997, (B)(6)2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) for birth control. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, 10 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine and dyspareunia had resolved and the vaginal haemorrhage, menorrhagia, headache and back pain outcome was unknown. The reporter considered back pain, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Most recent follow-up information incorporated above includes: on 26-feb-2018: plaintiff fact sheet and medical record received. Events abnormal bleeding (vaginal, menorrhagia), migraines, headaches, dyspareunia are added. Lot number added. Lab data updated. Concomitant condition and drug are added. Historical condition are added. Product , patient and reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pelvic area pain') in a 33-year-old female patient who had essure (batch no. 20210352) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included multigravida, parity 3 (((B)(6) 1994,(B)(6) 1997,(B)(6) 2001)) and miscarriage. Concurrent conditions included overweight, abdominal pain, fibromyalgia, fibromyalgia, drug allergy, smoker (1.00 packs/day for 22 years,), shortness of breath and adnexa uteri cyst. Family history included thyroid disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2010 for birth control as well as ibuprofen from (B)(6) 2008 to (B)(6) 2016, oxycodone from (B)(6) 2008 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2008 to (B)(6) 2016 and triamcinolone acetonide (kenalog) since (B)(6) 2018. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 10 days after insertion of essure. On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and back pain ("lower back, left and right"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the headache, back pain, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on the patient's left, just the very tip of the coil remained in the cavity. On the patient's right, there was approximately 1 coil remaining in the cavity. Patient received treatment for events ¿ pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.5 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received-outcome of abnormal bleeding updated to recovered / resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.